Event description:
It was reported that the patient presented with a left ventricular lead that had an unknown issue. Chest x-rays were taken, and lead was programmed off by the physician. There were no patient consequences.